Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had knee surgery on (B)(6) 2012 and the patient was having return of symptoms. The patient had catheter in until (B)(6) 2012 and could only void in small amounts since then and was still needing catheterization. The ins status was checked with the patient programmer and ins was on and apparently was on during knee surgery as well. The patient was not having any stim sensation but historically had not had any stim sensation. Voltage was adjusted on program 4 from 2.3 to 2.5v. The patient still did not have any sensation. Additional information noted that the patient was experiencing headache; it was unknown if it was related to the device system. The patient had a knee replacement on ((B)(6) 2012), and they did not turn ins off for procedure which included electrocautery. The patient currently had retention, however was indicated for oab (overactive bladder). It had been discussed to turn ins off but they did not the prior night. Ins was still currently on. It was discussed turning ins off until patient could be seen by a healthcare professional. It was believed there may have been temporary nerve damage which could have been causing the retention. It was discussed to have the patient call after discharged from hospital on monday to get physician listings in her area (the patient was implanted in (B)(6)). The patient had been in hospital for other reasons for a few days. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28: lot# v918352, serial#, implanted: (B)(6) 2012, explanted:, product typ lead; product ID 3037, lot#, serial# (B)(4), implanted:, explanted:, product typ programmer. (B)(4).